Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse determined that the barcode scanner at the interface gate was misaligned and the scanner beam was contacting two sample tubes at once. The cse adjusted the scanner and ran the samples to verify the functioning of the instrument. The cause of the sample ids mix up was due to the misalignment of the barcode scanner. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia workcell system contacted a siemens customer care center and reported that the results for two patient samples were switched with one another. The samples were run on a dimension vista analyzer. Results for sample ID (B)(6) were associated with sample ID (B)(6) and vice versa. The incorrect results were reported to the physician(s), who questioned them. The customer obtained new samples from the patient and front loaded them. The new samples were run on an alternate dimension vista analyzer and the results were acceptable. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the incorrect results.